Event description:
It was reported the physician was performing an arthroscopic repair using a speedstitch needle cassette and an unk suture cartridge. Once the suture cartridge was loaded into the needle cassette, the physician attempted to place a stitch; however, each time, the suture cartridge would push of the needle cassette. According to the physician, it appeared that the needle cassette was protruding approximately 2 mm too far and interfering with the suture cartridge pathway. The procedure was completed with a new needle cassette and suture cartridge. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt's age, gender and weight were requested but not received. The lot number of the device was not provided; therefore, a manufacturing and/or expiration date could not be determined. Reference manufacturer report: 9019871-2012-00086.